Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a flat crease, an extended opening, and the device was underweight. A microscopic analysis was performed which identified one striated opening on the posterior side, a sharp opening assessed as an unidentified (tear) opening, and stress marks near of the site of the opening caused by a surgical impact. A dimension measurement in the shell was performed which identified the shell thickness within the specification. Based on the device analysis, the final assessment is a sharp opening on the posterior side due to a surgical impact, and a striated opening due to surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.